Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent additional information requested: the active blade that broke off, did it fall into the patient? If yes, was it retrieved? Is the broken piece returning with the device?

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition during functional testing on a gen04 the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was disassembled and a crack was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. No conclusion could be reached as to how this issue occur. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument was breaking active blade in the second period to the end of the surgery. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.